Event description:
Philips received a complaint regarding the heartstart xl+, indicating an ECG equipment failure. The device was not in clinical use when the issue was discovered, and there were no reported patient impacts or injuries. The complaint was escalated for technical investigation, and the results indicate that the reported issue was a red x appearing in the device rfu indicator and ECG equipment malfunctioning when the device was turned on. To resolve the problem, it was determined that a faulty ECG cable was the cause. Therefore, a new ECG cable was replaced, and an xl+ instrument operation check confirmed that the device was functioning correctly. Based on the available information and testing, the reported problem was confirmed to be caused by a faulty ECG cable. The issue was resolved by the asp, who replaced a faulty ECG cable with a new one, resulting in the device functioning correctly.